Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/19/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device mmz733 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The needle broke during use. The needle was fully retrieved from the patient. Another device was used to complete the procedure. There were no adverse patient consequences reported.